Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device overheated during quality testing. Further investigation revealed corrosion damage to the motor, bearings and press plug. The mid speed motor was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro reciprocating saw was sent in for repair due to overheating. The event occurred during a procedure; no pt injury was reported. The procedure was completed with another device without any procedure delay.